Event description:
It was reported that the jetstream catheter and the wire became stuck. A 1.6 mm jetstream sc atherectomy catheter was selected for percutaneous transluminal angioplasty treatment of the right superficial femoral artery. The lesion was 3 cm with severe calcification (95 percent stenosis) and moderate tortuosity. After passing the lesion with a non-boston scientific guidewire, the physician tried to use a microcatheter to replace the wire with a thruway recommended for use with jetstream. Unfortunately, the microcatheter did not pass through the lesion, so they had no choice but to continue without the thruway. After cutting about 90 percent of the lesion, the non-boston scientific wire began to pull forward, and eventually the catheter and wire became stuck and were removed together. The procedure was completed with another jetstream and drug-coated balloon without sequelae.

Manufacturer narrative:
Device eval by manufacturer: this jetstream sc atherectomy catheter was returned for analysis and was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis confirmed the device is stuck on a guidewire. The reported guidewire that was used with this case was not listed as compatible per the instructions for use (IFU).

Event description:
It was reported that the jetstream catheter and the wire became stuck. A 1.6 mm jetstream sc atherectomy catheter was selected for percutaneous transluminal angioplasty treatment of the right superficial femoral artery. The lesion was 3 cm with severe calcification (95 percent stenosis) and moderate tortuosity. After passing the lesion with a non-boston scientific guidewire, the physician tried to use a microcatheter to replace the wire with a thruway recommended for use with jetstream. Unfortunately, the microcatheter did not pass through the lesion, so they had no choice but to continue without the thruway. After cutting about 90 percent of the lesion, the non-boston scientific wire began to pull forward, and eventually the catheter and wire became stuck and were removed together. The procedure was completed with another jetstream and drug-coated balloon without sequelae.